Event description:
A malfunction alarm with the code "malf 12" was reported, occurring with no notable events prior. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to report if any further issues arise.